Event description:
It was reported that the patient changes the syringe every three days instead of daily due to infusion site pain and if the pump malfunctions shortness of breath may increase due to lack of infusion.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Was unknown. No product information has been provided to date. No information has been provided to date.